Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the curved blade broken at the base. A piece approximately 0.431" x 0.084" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade do not show damage. The complaint regarding the broken blade was confirmed by failure analysis. Common causes of the failure mode broken instrument blades are attributed to use conditions. Broken blades result from damage during use while the instrument is activated. Blade damage may be detected by the generator with a solid tone or an error. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the harmonic ace be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted gastrectomy - distal surgical procedure, the tip of the vessel sealer extend (vse) instrument did not mesh/engage properly and was damaged/broken. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no fragment fell into the patient. The tip did not fit properly and when it was checked outside the body cavity, the tip broke off outside the body cavity. The issue was resolved with a backup instrument. There are no photos and/or videos of this event available for isi review.